Manufacturer narrative:
No alarms related to the alleged issue were observed in the pump¿s black box and alarm history. The pump powered on properly with no alarms. During the duration testing a call service 088 alarm occurred. The pump was opened and moisture damage on the pcb was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.